Event description:
A healthcare facility in (B)(6) reported to our distributor that they found a fault on the inspiration heater wire connector. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The rt212 adult inspiratory heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a f/u report upon completion of our investigation.